Event description:
It was reported intermittent occlusion alarms occurred. Reportedly, the pump supplies were changed to address the issue. The pump supplies were in use for more than 3 days with novolog insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer's blood glucose ranged from 100-300 mg/dl.